Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. The device is not approved for distribution in the u.s. And is not the same as a product approved for distribution in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. It was also reported the shock failed to revert the ventricular fibrillation (vf). Additional information was obtained and inadequate therapy was suspected. The cause of death was requested but it is unknown at this time.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.